Event description:
Information received indicates that a patient who has implanted with advance sling has developed erosion in the urethra. Waiting to see if it will close in. No further information is provided.